Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a foot surgery the ar-400 handpiece got very hot, and the k-wire didn't appear to rotate normally and created a sort-of metal "dust" and even small metal "flakes". It clearly jammed or obstructed the k-wire from normal rotation. After normal troubleshooting, the surgeon switch to another ar-400pd, and everything ran smoothly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.